Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a posterior lite w/ capio slim device was used during a procedure on an unknown date. According to the complainant, during the procedure and inside the patient, the kit was faulty making it impossible for the needle to pass through the tissues and the contralateral jaw. There was also a withdrawal problem with the kit's hook. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned posterior lite with capio slim revealed no damage to the mesh assembly. The carrier on the capio slim suture capturing device deploys to the center slot but does not retract completely. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific that a posterior lite w/ capio slim device was used during a procedure on an unknown date. According to the complainant, during the procedure and inside the patient, the kit was faulty making it impossible for the needle to pass through the tissues and the contralateral jaw. There was also a withdrawal problem with the kit's hook. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.